Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to place a zero p device at level c3/4 on (B)(6) 2015, while the surgeon was using a mallet on a 2.0mm angled awl, the green handle of the awl came off. There were no fragments generated. There was another device was immediately available. There was no surgical delay or patient harm reported. The procedure was completed successfully. The patient initially underwent an anterior cervical discectomy fusion with allograft bone and a depuy spine product at levels c4/c5 and c5/ c6. On an unknown date, patient was found to have adjacent level disease at level c3/4. Patient returned to the operating room for the zero p placement at c3/4 level on (B)(6) 2015. This report is 1 of 1 for (B)(4).